Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during an angiogram of the leg, a flexor ansel guiding sheath unraveled. Access was obtained in the groin and a contralateral approach was used. An unspecified wire guide and another manufacturer's atherectomy device were used during the procedure. It is unknown if the anatomy was tortuous, scarred, or calcified. After the atherectomy device was used, the user attempted to remove the atherectomy device through the sheath, with the wire in place. Resistance was encountered, and the sheath reportedly unraveled in the patient. The atherectomy device and sheath were then removed together over the wire guide. Another access was obtained, and the procedure was re-started, using another wire, catheter, and sheath, prolonging the procedure. The procedure was successfully completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and initial evaluation of the device, the sheath was separated, and the tip was split. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The sheath was separated 33.9-centimeters from the hub. The second segment measured 11-centimeters, and a 7-centimeter split was noted on the distal end. Coils were visible inside the split and at the point of separation. The coils did not protrude from the sheath. No elongation or delamination was noted. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on one device from the lot; however, the affected product was scrapped. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Although one relevant non-conformance was noted on the lot, the non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that an adverse event related to the procedure contributed to this event. When the user tried to remove the atherectomy device through the sheath, resistance was felt, and the sheath unraveled in the patient. The instructions for use (IFU) states ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ the risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiogram of the leg, a flexor ansel guiding sheath unraveled. Access was obtained in the groin and a contralateral approach was used. An unspecified wire guide and another manufacturer's atherectomy device were used during the procedure. It is unknown if the anatomy was tortuous, scarred, or calcified. After the atherectomy device was used, the user attempted to remove the atherectomy device through the sheath, with the wire in place. Resistance was encountered, and the sheath reportedly unraveled in the patient. The atherectomy device and sheath were then removed together over the wire guide. Another access was obtained and the procedure was re-started, using another wire, catheter, and sheath, prolonging the procedure. The procedure was successfully completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and initial evaluation of the device, the sheath was separated and the tip was split. Additional information has been requested.